Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they had low blood glucose level. Blood glucose level of customer was 30 mg/dl. Customer declined to troubleshooting for their low blood glucose because their blood glucose level was stable. Customer reported calibration not accepted alert. It was unknown whether the customer using auto mode at the time of reported incident. Insulin pump will not be returned for analysis.